Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
The customer reported that the device display does not power on. There was no reported patient or user involvement and no adverse patient/user impact.